Event description:
The patient was revised because of lag screw back out.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the surgeon removed the troch nail and replaced with a bipolar due to trochanteric non-union. It is unknown the reason for the non-union. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.